Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be identified. If the device is returned, an evaluation will be performed and a follow up report submitted.

Event description:
A user facility reported to olympus that the image on the display monitor was black and they received an error e311, "white balance incomplete" error code when connecting 2 otv-s7 camera heads to the otv-s190 processor. Upon connecting both camera heads to a different otv-s190 processor, an image was produced for each camera head. The reporter was advised by olympus technical support to return the otv-s190 for repair. No patient harm or injury was reported to olympus by the user facility.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined it is likely the following factors caused the reported malfunction: it is a temporary malfunction of the image processing board. The scope socket was in a state of conduction failure (broken or bent terminals). Foreign objects (chemical residue, water stains, sebum stains, dust, gauze dust, etc.) Were found on the electrical contacts at the scope connector.